Event description:
This pt was admitted to the hospital for add'l coronary intervention. The medications prior to procedure included aspirin (81 mg/day). The pt was taken to the cardiac cath lab where coronary angiography revealed in-stent restenosis of a bx velocity (no device/procedure specific details available) of the proximal right coronary artery (prox rca). This is a concentric, class b1 lesion that is 10mm in length and without bifurcations. There is no calcification or thrombus present. The target lesion is pre-dilated with a 3.0 x 20 mm balloon (device, inflation time and pressure unk). The 3.5 x 18 mm cypher was deployed at unk pressure and was post-dilated with a 3.5 x 20 mm balloon (again no details). Ivus was not conducted. Act was not measured.residual stenosis was o.